Manufacturer narrative:
The reported event could be confirmed during the investigation. The device was returned for investigation. However, given the detached part bearing the markings of the device was missing, its catalog # and lot # could not be identified. The device inspection revealed the following: a small portion of the broken wire is stuck inside the sleeve and could not be dislodged. It was not possible to take the fragment out without potentially damaging the sleeve. The detached portion of the wire, which containing the catalog # and lot # markings was not returned. Because the broken drill was stuck inside the sleeve no dimensional inspection was possible. Without the detached fragment and due to the impossibility of performing a dimensional and detailed visual inspection, the possible root cause(s) of the breakage could not be determined. A review of the device history was not possible because the lot number was not communicated and could not be identified. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated and could not be identified. If the missing fragment is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "'k-wire in drill guide broken off.'' 01/22/2025 - additional information received from the sales rep: the event occurred during surgery. There was no delay in surgery and no further surgeries needed because of this issue.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "'k-wire in drill guide broken off.''.